Event description:
After nearly two years of successful cochlear implant use, this pt had a dramatic decrease in performance with device. Re-programming did not solve the problem. Although the implant was not found to be defective by diagnostic testing, the pt's physician felt that reimplantation was best option. Explantation and reimplantation surgery was performed successfully in 2005.